Event description:
It was reported that the lift would drift/drop.

Manufacturer narrative:
Supplemental submitted as investigation concluded this event was previously reported under medwatch 000183175-2013-01069.

Manufacturer narrative:
Result: investigation is ongoing.

Event description:
It was reported that the lift would drift/drop.